Manufacturer narrative:
The reported tears were confirmed. Morphological and histopathological examination found all three leaflets contained tears with associated degenerative changes to the collagen. Fibrous pannus ingrowth was present on the inflow surface of leaflet 2. Calcifications were noted in the free edge of leaflet 3. All 3 leaflets were fibrotically thickened and contained basophilic foreign material consistent with surgical material. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of significant calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed mild loss of collagen at one of the tear sites, which could have contributed to the tear. Furthermore, the pannus noted on the inflow surface, along with the calcifications in leaflet 3, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, an avr and a coronary artery bypass graft were conducted due to aortic stenosis in the congenital aortic bicuspid valve and calcification in another hospital (B)(6). A 23mm sjm trifecta valve was implanted in the patient's aortic position. There was no problem found in the echocardiogram during the follow-up on (B)(6) 2017 at (B)(6). Aortic regurgitation was diagnosed in the echocardiogram in the year 2018. On (B)(6) 2020, a re-do avr was performed and the trifecta valve was explanted, replaced with a 21mm inspiris resilia aortic valve(manufacturer: edwards lifesciences). A large tear was confirmed on the ncc nadir part of the explanted valve. Also, a perforation on the leaflet was confirmed. It was reported that no damage occurred on the valve upon explant. The patient is in stable condition postoperatively.